Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in clinic for a follow up, a patient notification alert for low, out of range, high voltage lead impedance was observed. It was also noted that noise was observed via electrogram when the patient moved their arm. Insulation anomaly was suspected. Programming changes were made. The lead remains implanted.